Manufacturer narrative:
Product inquiry states the drill to be the subject product. No further associated products were reported. The review of the inspection records revealed no discrepancies. Relevant diameters and mechanical properties are within specified parameters. Thus, we exclude deviations in material and manufacturing. The drilling spiral is completely sheared off at the level of approx. 49 mm from the tip. Appearance of the breakage surfaces and the absence of plastic deformation indicate a (forced) brittle break of the device due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and / or contact with a hard object. Moreover, it has to be ascertained that the cutting edges of the drill returned are significantly worn and covered with dents; the drill is not sharp anymore. The use of a blunt drill requires unintended high forces to achieve a drilling progress at all. In addition, the risk of necrosis due to excessive heat development increases. As the drill had been in use for a longer time (manufactured in 2014) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended and has to be replaced as stated in ¿instructions for cleaning, sterilization, inspection and maintenance¿. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. No non-conformity was identified.

Event description:
In the t2 femoral surgery, the drill was broken during drilling into the second hole from proximal side with the device and hitting the drill to the femoral cortical bone. The drill tip was remained in the bone. Incision was added from medical side and the particle could be removed from the bone. Another screw hole was used. The patient was (B)(6) male.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
In the t2 femoral surgery, the drill was broken during drilling into the second hole from proximal side with the device and hitting the drill to the femoral cortical bone. The drill tip was remained in the bone. Incision was added from medical side and the particle could be removed from the bone. Another screw hole was used. The patient was (B)(6) years old male.